Event description:
Information received indicates that the head of the bed was drifting down.

Manufacturer narrative:
The technician isolated the drift to head up valve. He found that the head up valve was worn from age. He replaced the head up valve and the bed functioned to specifications.